Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Device received with serial number label fading, cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date, with unknown blood glucose value. Customer¿s blood glucose value was 600 mg/dl. Customer also reported insulin flow block alarm. It was unknown whether the customer was using the auto-mode feature. Customer also reported that the retainer ring was chipped. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose value at the time of the incident was 600 mg/dl. The customer was in intensive care unit and treated with intravenous insulin drip. It was reported that the auto mode was not active at the time of incident.